Manufacturer narrative:
Patient's information, event date, other relevant history, including preexisting medical conditions, implant date and explant date were not provided. When the requested information becomes available, a supplementary report will be submitted. Lot information is unknown. If additional information becomes available a supplementary report will be submitted. PMA/510(k) - not applicable. This complaint is being submitted late due to the furloughs that resulted from the global pandemic and is captured within (B)(4).

Event description:
Per complaint (B)(4), product fractured is experienced.

Manufacturer narrative:
Follow up is being submitted to report that no patient was involved.updated b4 for report submission date, g1 for contact information, g3 for awareness date of new information, g6 for report type, h6 for no patient was involved.